Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(6) 2018, the device was found in standby mode. The device was reportedly properly re-initialized. It is unknown if the patient was exposed to a specific environment.